Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device availability: additional h2: additional information/device evaluation h6: event problem and evaluation codes - additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and fail due to a defective transmitter. The allegation was confirmed. The probable cause is determined to be a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.